Event description:
It was reported that during the laparoscopic colon procedure, the active blade broke after short time usage. Another device was used to finish the procedure, without any further problems. There was no patient consequence.